Manufacturer narrative:
Combination product: yes. As of today, the medical devices is not available for analysis, therefore the devices themselves could not be investigated. The analysis is thus based on the inspection of the manufacturing documents of the devices as well as on the provided data. The quality documents accompanying the manufacturing process for these devices were re-investigated. All production steps were performed accordingly, and in particular the final acceptance test proved the devices functions to be as specified. No trend data were available for analysis. The analysis of the provided iegm episodes revealed artifacts on the atrial and rv channel, which led to the reported oversensing. In spite of the available information, no conclusion can be drawn regarding the root cause of the clinical observation. An analysis of the leads themselves would be necessary to determine the root cause. Should additional information or the devices themselves become available for analysis, the investigation will be updated.

Manufacturer narrative:
Combination product: yes.-

Event description:
Oversensing was noted on rv channel. The lead remains implanted and active for tachycardia therapy function. An additional brady lead was implanted for rv sensing.